Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during an unknown cycle on the home choice (hc). The caregiver (cg) stated that when she arrived the home patient (hp) reported the se 2240 and powered off the hc. The hp had disposed of the setup. The technical service representative (tsr) explained the alarm and advised to let the registered nurse (rn) know about the alarm. The cg would follow up with a manual exchange. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp did not notice anything unusual with the setup at the time of the alarm. The hp stated he used manual supplies that night and had resumed therapy on the cycler the following night. The hp did not contact his peritoneal dialysis nurse (pdrn) about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).